Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user experienced bacteriuria, epididymitis, catheter blockage and leakage when asked of complications while using the 3-way couvelaire hydrogel coated prostatic catheter. It is unknown what medical intervention was provided.

Event description:
It was reported that the user experienced bacteriuria, epididymitis, catheter blockage and leakage when asked of complications while using the 3-way couvelaire hydrogel coated prostatic catheter. Per additional information received on 20apr2022, it was stated that the survey respondent mentioned about incontinence when asked of complications while using the 3-way couvelaire hydrogel coated prostatic catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿lumen wall thickness undersized". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. "Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The device was not returned.